Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. An attempt was made to reproduce the issue by generating the weekly review report for the user for 90 days and observed that the issue was reproducible the reported event is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: this issue was considered as an outage as this was impacting multiple users and was tracked under inc12951983 we got multiple reports from the field that they are unable to generate report in carelink clinic in ous. Api's that was throwing 500 errors: /hcp/reports/getreportpdf /hcp/reports/getreportcsv issue autorecovered . Issue timeframe: 10/17 1:05 am pdt till 2:55 am pdt the software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. The most likely root cause is because the aws queue is observing surge in the number of messages produced and as the consumers are processing at the same rate, backlog is increasing and hence the age of old msg in the queue is also increasing. Tech support communication was sent out as part of outage resolution and users confirmed that the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced 'report anomaly', while trying to generate report, customer received a message saying 'error in application'. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices.